Manufacturer narrative:
(B)(4). Additional information: pinion axle support. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: are photo¿s also available? No, just the tissue sample and the instrument is being returned. Was the device used on thick tissue? It wasn¿t described as thick from the surgeon. Was the device fired near or across a stapling line? Unknown but suspected not was the firing trigger completely fired on the last firing? Yes. Did the surgeon wait the recommended minimum of 15 seconds after closing and before firing? Yes if not longer. Please send back the tissue sample. I will send back the tissue sample if someone can let me know how I go about doing this. Tissue samples will be returned so the staples that were formed will be clearly seen then but yes some staples formed. I believe the instrument cut but again when the sample is returned this should be available to see. Customer described a crunch sound when they used the instrument.

Manufacturer narrative:
(B)(4). Tissue sample was provided to x-ray. Based on the visual evidence provided in the photos, the belief is that the cartridge was probably fired over a hard object which resulted in malformed and non-deployed staples. Unfortunately, this x-ray alone cannot confirm the root cause.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device worked normally for all firings up until the last. On the last anastomosis (jejunum to jejunum) the instrument failed to fire correctly. The surgeon described it as 'the gun just crunched, it didn¿t look like it has fired properly'. I spoke to the theatre sister who has kept the instrument and the tissue sample and she said 'it looks like the stapler fired correctly for the first part as the staples looked like they had formed properly up until about half way when the staples don¿t look as though they have gone through the second part of the tissue properly'. No unusual noises were heard and the instrument didn¿t feel any different to fire. The tissue sample is available to be sent back if required. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.